Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: while ventilating a patient in neonatal psimv+ mode the device alarmed for "exhalation obstructed". There was no occlusion observed. A new breathing circuit was used, including a new expiratory valve set but the problem persisted. When the staff used the same breathing circuit on another functional hamilton-t1 ventilator device, no alarm was triggered. The staff claimed that the fault was only present when a patient was connected but not when testing with test lung. - there is need for medical intervention reported. An alternative ventilation method was applied without further specifying this. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: while ventilating a patient in neonatal psimv+ mode the device alarmed for "exhalation obstructed". There was no occlusion observed. A new breathing circuit was used, including a new expiratory valve set but the problem persisted. When the staff used the same breathing circuit on another functional hamilton-t1 ventilator device, no alarm was triggered. The staff claimed that the fault was only present when a patient was connected but not when testing with test lung. - there is need for medical intervention reported. An alternative ventilation method was applied without further specifying this. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.